Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 04-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 37 year-old female patient who had essure inserted (lot no. 948605) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 91 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion medically important), arthralgia ("joint pain"), burnout syndrome ("burn out syndrome"), abdominal pain ("abdominal pain"), coital bleeding ("blood loss and pain during intercourse"), dyspareunia ("blood loss and pain during intercourse"), headache ("headache"), alopecia ("hair loss"), insomnia ("insomnia"), loss of libido ("loss of libido"), hot flush ("hot flashes"), skin odour abnormal ("body odour") and intracranial pressure increased ("intracranial hypertension with loss of vision in the left eye") and was found to have weight increased ("weight gain"). On unknown date she experienced blindness unilateral ("loss of vision in the left eye") and hypertension ("arterial hypertension"). The patient was treated with skenan (morphine sulfate), lyrica (pregabalin) and actiskenan (morphine sulfate). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, arthralgia, burnout syndrome, abdominal pain, coital bleeding, dyspareunia, headache, alopecia, insomnia, loss of libido, weight increased, hot flush, skin odour abnormal, intracranial pressure increased, blindness unilateral or hypertension. The reporter commented: I am monitored every 3 months at the hospital. For vision problems following intracranial hypertension. The first symptoms appeared around (B)(6) 2013, but the following symptoms occurred over the years and many are still present. Same as the description of the incident except that I have a shunt from the brain to the heart for intracranial hypertension (with maximum opening of the device) and medicinal product treatments for pain skenan 50 + lyrica 100 and actiskenan 10, if necessary) and arterial hypertension. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. The most recent follow-up information incorporated above includes data received on: 04-apr-2024: process with initial. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 04-apr-2024. The most recent information was received on 18-apr-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in a 37 year-old female patient who had essure inserted (lot no. 948605) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On 01-jan-2013, 91 days after essure insertion, she experienced abdominal pain (seriousness criterion medically important), heavy menstrual bleeding ("haemorrhagic periods"), arthralgia ("joint pain"), burnout syndrome ("burn out syndrome"), coital bleeding ("blood loss and pain during intercourse"), dyspareunia ("blood loss and pain during intercourse"), headache ("headache"), alopecia ("hair loss"), insomnia ("insomnia"), loss of libido ("loss of libido"), hot flush ("hot flashes"), skin odour abnormal ("body odour") and intracranial pressure increased ("intracranial hypertension with loss of vision in the left eye") and was found to have weight increased ("weight gain"). On unknown date she experienced blindness unilateral ("loss of vision in the left eye") and hypertension ("arterial hypertension"). The patient was treated with skenan (morphine sulfate), lyrica (pregabalin) and actiskenan (morphine sulfate). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, arthralgia, burnout syndrome, abdominal pain, coital bleeding, dyspareunia, headache, alopecia, insomnia, loss of libido, weight increased, hot flush, skin odour abnormal, intracranial pressure increased, blindness unilateral or hypertension. The reporter commented: I am monitored every 3 months at the hospital¿ for vision problems following intracranial hypertension. The first symptoms appeared around january 2013, but the following symptoms occurred over the years and many are still present. Same as the description of the incident except that I have a shunt from the brain to the heart for intracranial hypertension (with maximum opening of the device) and medicinal product treatments for pain skenan 50 + lyrica 100 and actiskenan 10, if necessary) and arterial hypertension. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90 kg. Lot number:948605,manufacture date:2012-01,expiration date: 2015-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 18-apr-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.